Event description:
A patient alleged that she experienced a reaction after the placement of her restorations for teeth numbers six (6) through eleven (11), with nx3 dual cure cement. The patient alleged that the cement came into contact with the biting surface of the restorations and that she experienced night sweats, a toxic feeling, inflammation of her hands and legs, and felt as though it were hard to breathe.

Manufacturer narrative:
The patient returned to the doctor's office on three (3) separate occasions in an attempt to remove the alleged residue; however, she alleged that she was experiencing the same symptoms. The patient reported that the crowns will be removed and replaced. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.